Event description:
Customer's cousin reported blood glucose results of 499 mg/dl and 86 mg/dl within 10 minutes on the compact plus system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.